Manufacturer narrative:
Section d4;h4: additional information. Section h5: correction. Manufacturer's investigation conclusion: the reported event of bent pins at power cable connector was not confirmed. There was no log file for review. The hmii system controller, serial (B)(6), was not returned for analysis. The account stated that the controller was exchanged due to bent pins at power cable connector and will not be returned for evaluation. There was no image or documentation of the reported event. The root cause of the reported event cannot be determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources and how to connect the power cables. This section explains that when connecting to 14v battery clips, align the half circles inside system controller power cable connector with the power cable connector for the battery clips. Do not try to join misaligned connectors, which can damage them. Firmly push together the two connectors, and tighten the connector nut until secure. Hand tighten only¿do not use tools. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented with bent pins at power cable connectors that were interfering with the proper connection of the controller to the power source. A controller exchange was performed without issue.